Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a damaged downstream tubing guide. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion out of range' which was reproduced. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an out of range downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.